Event description:
The customer received a blood glucose reading of 89 mg/dl from her breeze2 meter and a reading of 300 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.